Manufacturer narrative:
Corrected data: the right aca stroke (health effect code 1770 on initial report) was determined to be unrelated to the device or procedure. Additional narrative: the site indicated "yes" to both "life threatening illness or injury" and "required in-patient hospitalization or prolongation of existing hospitalization" for the subarachnoid hemorrhage with cerebral edema described in the initial report. Section b2 has been updated accordingly.

Event description:
It was reported that a patient experienced a small right anterior cerebral artery stroke, subarachnoid hemorrhage with cerebral edema, and right sided weakness onset one day post procedure. Patient had a prolonged hospitalization from (B)(6) 2020, and had physical and occupational therapy as interventions.